Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head / cup / sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head/ sleeve/cup and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The intraoperative findings of the reported stained tissue and fluid are consistent with findings associated with metal debris; however, without all supporting imaging, and the analysis of the explanted components, the root cause of the reported mechanical failure of the device and other symptoms noted in the legal claim cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and post-operative healing cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Left hip revision surgery was performed due to mechanical complications.